Event description:
It was reported that while wearing the pod for approximately 49 to 71 hours, the patient¿s blood glucose level increased to 18 mmol/l (324 mg/dl), triggering a high alert. The patient removed the pod and observed that the infusion site on the abdomen was red and swollen. Upon removal, the pod¿s cannula was found to be bent. As a result of the event, the patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.